Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that patient's stimulator was implanted 6 years ago and "didn't work from the start." The patient later confirmed it was implanted in 2008. It was noted that the patient had fallen a couple times since their pump was put in. MRI eligibility was reviewed. The patient's medical history included non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that a patient had a non-rechargeable stimulator for his legs, but it "never worked". It was noted that the patient had discussed stimulation issues with their health care provider. Later, the consumer reported he had a bilateral implantable neurostimulator (ins) from the manufacturer that was still implanted, but not functional. They never worked, and that was the reason the patient got a pump. The patient had no further information on the ins. It was noted the patient had a bad memory and could not remember any dates. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.